Event description:
It was reported that, "going through the quality control process and found that the locking ring on one of the holes is bent and not locking."

Manufacturer narrative:
Method: complaint history analysis, mfg record review, visual inspection and risk assessment. Results: complaint history analysis. There have been (B)(4) previous complaints on this product line, with two previous complaints of a plate being discovered damaged outside of surgery. Those previous two investigations concluded that the plate was probably used in a demo and was not discarded. Mfg record review. No deviations reported. Visual inspection. The plate was found to have numerous abrasions and showed evidence of mechanical wear. Two of the locking rings were found damaged as well. Risk assessment. The damaged plate was found during an inventory check so there was no pt involvement. Conclusion: from the visual inspection it's apparent that the plate was previously used, most likely in a demonstration. All implants are single-use only, and as such this plate should have been discarded after use.